Event description:
Same case as 2134265-2012-05128. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent dislodgement occurred. The target lesion was located in the ostial right coronary artery. A promus element plus, otw 3.50x16mm stent was crossing through a previously implanted promus stent when the 3.50x16mm promus element plus stent became stuck within the previously implanted stent. During attempts to remove the stuck promus element plus stent the stent delivery balloon was removed while the promus element plus stent remained in the previously implanted promus stent. The 3.50x16mm promus element plus stent was snared out of the patient without impacting the integrity of the previously implanted promus stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
Same case as 2134265-2012-05128. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent dislodgement occurred. The target lesion was located in the ostial right coronary artery. A promus element plus,otw 3.50x16mm stent was crossing through a previously implanted promus stent when the 3.50x16mm promus element plus stent became stuck within the previously implanted stent. During attempts to remove the stuck promus element plus stent the stent delivery balloon was removed while the promus element plus stent remained in the previously implanted promus stent. The 3.50x16mm promus element plus stent was snared out of the patient without impacting the integrity of the previously implanted promus stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the promus element plus stent delivery system (sds) was received with an unidentified guide wire in the lumen of the sds. The stent was detached from the balloon of the sds, which is consistent with the reported dislodgement. There was contrast and blood in the guide wire lumen and on the stent. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent exhibited numerous bent and stretched struts. The wire was withdrawn from the sds with some resistance, possibly due to dried blood and contrast in the wire lumen and on the surface of the wire. The inner shaft was buckled 4.5 - 5cm from the distal tip; the outer shaft was necked-down 27 - 27.25 and 27.75 - 28.5cm from the distal tip. The distal tip was damaged. Inspection of the remainder of the sds and stent presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).